Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with bowel destruction. Syncope was noted. Upon reviewing the device normal function was noted. The root cause of the syncope was not provided. The device remains implanted. No additional adverse patient effects were reported.